Event description:
It was reported that, at a clinic visit approximately six weeks post-implant, this inflatable penile prosthesis was cycled for the first time. Soon after this, the patient noted a bulge at the base the left side of his penile shaft which felt soft and fluid filled. The bulge was present both when the device was inflated and deflated. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.